Event description:
On an unknown date, a patient in kuwait underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient started duodopa therapy. On an unknown date, it was reported that the patient was hospitalized due to a stoma site infection. The patient received IV meropenum for 5 days. On (B)(6) 2022, the patient underwent tubing replacement, and was discharged from the hospital. The patient was prescribed ciprofloxacin 500 mgs once a day, and flagyl 400 mgs three times per day for 10 days.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.